Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No malfunction. Normal battery depletion.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Data analysis was performed, and it was found that the battery is depleting normally. No adverse patient effects were reported. This product remains in-service.